Event description:
The complainant contacted leica biosystems by email and reported the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "we are still having the same issues of overprocess xs small and small and now we are also having under processed tissue. Early this morning one of the tissue processor was found full of a white film at the bottom (processor 1 and 2). Looks like salt. That would overprocess the xs small and small size biopsies." On (B)(6) 2021, the assigned leica applications technical team lead-core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas documented the following observations: "customer states unknown amount of cassettes out of multiple processing runs were over processed. Customer observed salt residue formed on bottom of each retort. Cleaning cycle started on (B)(6) 2021 @ 1:38am was abandoned by user in cleaning xylene step at 1:39am. Cleaning cycle was then started again and ran to completion. Event codes 3,1336, and 28 occurred during run 9 that ended on (B)(6), event code 28 occurred during runs 10 & 11 that ended on (B)(6) 2021." The complainant advised that the issue with "salt residue formed on bottom of each retort" had stopped after the laboratory completed warm water flushes when changing out reagent stations designated for formalin. The fas also documented that the sub-optimal processing reported by the complainant had been identified in patient tissue samples from the processing runs detailed below, in which "only some cassettes out of each processing run were affected": (B)(6). The tissue type and sizes of the affected patient tissue samples were detailed as: "skin biopsies" and "2 hr range from .5-1mm; 1 hr range around 3mm" respectively. On (B)(6) 2021, the assigned leica applications technical team lead-core histology received information that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing involved in this event were derived from the following 11 processing runs: the "2 hr small" protocol started in retort b at 20:07pm on (B)(6) 2021, the "2 hr small" protocol started in retort a at 00:19am on (B)(6) 2021, the "2 hr small" protocol started in retort b at 02:46am on (B)(6) 2021, the "2 hr small" protocol started in retort a at 22:11pm on (B)(6) 2021, the "2 hr small" protocol started in retort b at 22:17pm on (B)(6) 2021, the "2 hr small" protocol started in retort a 01:39pm on (B)(6) 2021, the "2 hr small" protocol started in retort a at 21:42pm on (B)(6) 2021, the "2 hr small" protocol started in retort b at 22:05pm on (B)(6) 2021, the "2 hr small" protocol started in retort b at 02:40am on (B)(6) 2021, the "2 hr small" protocol started in retort a at 23:12pm on (B)(6) 2021 and the "test protocol xtra small" protocol started in retort a at 02:39pm on (B)(6) 2021. Both the "2 hr small" protocol with a duration of 2 hour and 3 minutes and the "test protocol xtra small" protocol with a duration of 57 minutes, have been validated for use by the laboratory since (B)(6) 2020. Investigation of this complaint found the instrument functioned as designed during execution of the 11 protocols, which either started or completed on (B)(6) 2021 and (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/sizes of the patient tissue samples being processed. The information provided details that the affected patient tissue samples were "skin biopsies"; and the patient tissue samples were distributed by protocol and size as follows: the patient tissue samples processed using the "2 hr small" protocol ranged in size "from 0.5-1 mm", and the patient tissue samples processed using the "test protocol xtra small" protocol were of "around 3 mm" in size. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "test protocol xtra small" with a duration of 57 minutes is not appropriate for processing "skin biopsies" with a size "range around 3mm". Additionally, the "2 hr small" protocol is possibly considered not to be the most appropriate protocol for processing the "skin biopsies" ranging in size "from 0.5-1 mm" reported by the complainant as exhibiting sub-optimal processing in this event.